Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had external flash error. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. The customer reported that insulin pump gave a low battery warning and did not want to accept batteries and it was without power for about 8 to 10 minutes. Customer stated that when new battery was placed customer got external flash error. Customer states the alarm occurred immediately after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. Device was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.